Event description:
It was reported that the ventricular assist device (vad) exhibited multiple low flow alarms. A month later, the patient was admitted with fatigue and low flows. The patient was found to be bradycardic with heart rate (hr) in the 50¿s and blood pressure (bp) of 81/51. The patient was laying down flat, raised legs, but with no changes. Waveform on monitor appeared to show suction and the patient was given intravenous (IV) fluids. It was noted that labs were within normal limit (wnl). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed seven (7) low flow alarms were logged since (B)(6) 2020. Additionally, multiple suction events were observed within the analyzed period, thus confirming the reported suction event. Information received form the site indicated that, in addition to the low flow and suction events, the patient was admitted with fatigue. The patient was found to be bradycardic with heart rate (hr) in the 50¿s and blood pressure (bp) of 81/51. The patient was laying down flat, raised legs, but with no changes. Waveform on monitor appeared to show suction and the patient was given intravenous (IV) fluids. It was noted that labs were within normal limit (wnl). Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited t o thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia is known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.